Event description:
It was reported that the asymptomatic patient presented for a pulse generator change out procedure. The right ventricular lead exhibited high thresholds. The lead was capped and replaced without difficulty. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.